Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system's battery voltage was low. The firmware on the mvs board and charger assembly was updated. The batteries charged normally. The system passed all testing. The imaging system then passed the system checkout and was found to be fully functional. The site will be performing daily checks of system to ensure batteries are holding charge and system charging indicator is on. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside a procedure. It was reported that when the site turned the system on for the day, the battery indicator lights were all blue, but then after a moment, the left battery indicator light was red. The system was plugged in all night. There was no patient present when this issue was identified.